Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), a cook roadrunner wire guide was used. While performing the wire exchange, it was noted that the wire had been burned in half. No section of the device detached inside the endoscope or patient [likely retained inside catheter of sphincterotome for removal]. A new device was used to complete the procedure. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusions: we could not conducted a complete investigation because the product said to be involved was not returned for evaluation. According to the report the wire guide was left in place during electrosurgical current application. The instructions for use for the road runner wire guide state "warning: remove this wire guide before apply electrical current." This is most likely the cause for the reported observation. Prior to distribution, all roadrunner wire guides are subjected to a visual inspection to ensure device integrity. Corrective action: a review of the complaint history was conducted and this represents an isolated occurrence. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the info provided, a cook representative has contacted the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.